Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they submitted a voluntary MDR # mw5167395, to FDA. They reported their first month of treatment was horrendously painful, they were nauseous and had constant headaches and jaw pain. The aligners did not fix their alignment but created a gap in the lower jaw and their teeth did not line up properly and one of their teeth was pushed down in a weird way. Patient the went to the dentist who found they had widened tooth ligaments. They were told to stop byte treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.